Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds. The stent was damaged the whole length with stent struts bunched on one end and flattened from mid-section to the other end of the stent, also presence of tissue on the bunched end was noted. The maximum crimped stent outer diameter (od) measurement was measured and is within the maximum crimped stent profile measurement. The tip and balloon profiles could not be analysed as the polymer extrusion shaft which consist of balloon and tip sections was not returned for analysis. A visual and tactile examination found a break at 216 mm from the distal end of the strain relief. Part of the hypotube shaft was not returned for analysis. Multiple hypotube kinks were noted on 2 sections of the returned part of the hypotube shaft. The type of damages noted were consistent with excessive force that could have been applied on the device. The shaft polymer extrusion was not returned for analysis. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-feb-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 90% stenosed, 24mmx3.5mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. After a 6f guide catheter was engaged and a non bsc guide wire crossed the lesion, a pre-dilatation was performed with a 2.5x10mm non-bsc balloon catheter. Subsequently, a 3.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was again pre-dilated for several attempts but still failed to cross the lesion. The device was removed and the procedure was completed with a 3.5x24mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached and stent damage.